Manufacturer narrative:
(B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that the avea ventilator immediately generated "hi ppeak" and "circuit occlusion" alarms upon turning the unit on and the unit would not ventilate. The customer reported no patient involvement associated with the event.